Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc (ippc) failed to start. As a part of troubleshooting, the fse recreated the image process, but the issue persisted. Fse checked the ippc post, post failed, the disk box was defective. To resolve this issue, the fse replaced ippc. After the replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the image processing pc (ippc) failed to start up. There was no report of harm. Philips has started an investigation of this complaint.